Event description:
Customer kept driving chair after the bearings wore out causing the bearings to not come off the forks. The reporter of the incident was called for additional information. It was learned the front casters bearing disintegrated and the end user kept using the chair. He also states that the caster stem caps fell off. He alleges the patient uses the chair mostly outdoors in a sandy area. He alleges that this may have contributed to issue. No injury or ill effect.